Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's lead had a fracture and the connector of the lead was replaced with an adapter. The lead was partially explanted and the remainder remains in use. No patient complications have been reported as a result of this event.